Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "anesthesiologist noticed on his devices a possible overinfusion. Don't know which serial number is involved in their fleet of devices. He hangs a 200 cc bag, and the bag will go completely dry. Pump/s are not calibrating well. They are using a 20 gauge catheter. He noticed these with the sapphire pumps did not know which one. Send acknowledgement letter to (B)(4). They don't know which pump to send amongst the fleet if needed for investigation. Acknowledgement letter will be sent to customer once cmr number is available. (B)(6) 2016. Pump treatment information:na. Type of drug:na. Delay in therapy:no. Need for medical intervention:no. Patient involvement: yes. Human harm: no." Additional information was received on may 04, 2016: "received a call from (B)(4) on 05/04/2016, at around 08:15pm cst, she mentioned that this a generic complaint and happened amongst their fleet of pumps, and no way knowing which one. Asked me to contact the concerned facility/customer. Sent an email to them, awaiting for reply."